Event description:
It was reported that, during an office follow-up a few months post implant, a rash was noted on the skin around the area of the electrode shock coil. An MRI was performed with normal findings. Next, the doctor performed a and allergy patch-test and the patient was found to have an allergic reaction to cobalt. The patient was then started on a steroid drug treatment. The system was explanted due to the cobalt allergy. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned in two pieces. The two pieces were thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode anomalies.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an office follow-up a few months post implant, a rash was noted on the skin around the area of the electrode shock coil. An MRI was performed with normal findings. Next, the doctor performed a and allergy patch-test and the patient was found to have an allergic reaction to cobalt. The patient was then started on a steroid drug treatment. There were no adverse patient effects. Later, the s-ICD system was explanted due to allergic reaction to cobalt.